Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Alarm 30 was verified. Cartridge damage issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.